Event description:
On may 23, 2017, agfa became aware of an event in which a dx-d 100 system was burned from an internal fire. The customer stated that on (B)(6) 2017 a fire alarm was triggered due to smoke development during charging of the dx-d 100. The unit was not in use at this time. This event was also reported to agfa via a (B)(6) notification (B)(4). There has been no reported harm to patient or user during this event. The unit has been removed from service. Investigation is under way to determine the root cause. A supplemental report will be provided.

Manufacturer narrative:
The probable root cause was identified by july 25, 2017, during the investigation by agfa and the supplier. The dx-d 100 unit contains transzorbs in the main board. Transzorbs are transient voltage suppressors that protect the board/machine from sudden voltage peaks, etc. The transzorbs were most likely damaged due to the extra-energy returned by the motors during transport or if the mobile unit collides against an obstacle and the motors return the extra energy to the batteries, producing higher voltage and damaging the transzorbs. In this event, smoke was produced as a result of the heating of the transzorbs. The dx-d 100 unit was returned to the supplier sedecal for replacement of the transzorbs and other damaged parts of the unit. As an improvement, agfa is working with the supplier to change the current transzorbs by · increasing their voltage rating, and · changing to bi-directional transzorbs. No further issues have been reported. There has been no reported harm to patient or user during this event.

Event description:
This supplement report #1 is being submitted to provide the root cause.